Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, the device alarmed with a check cassette service code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. This was not an indication of a reportable malfunction. However, during verification testing it was found the device pressure sensor had drifted out of calibration.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.